Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer displayed an error on start up. It was also found during analysis that the programmer had a touchscreen issue due to an incorrect model bezel on the device and the universal serial bus (usb) clip was moved. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code. The programmer was returned for service and subsequently tested out of specification during manufacturer analysis. There was no patient involvement.